Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the unit was being placed on the needle holder, the device broke, both needle and thread. A new device was used in order to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. The visual inspection of the sample noted two sutures and two needles. It was observed, under magnification, that the sutures appeared to have split under tension. The remaining needles were undamaged. Unfortunately, as no sealed products were returned, a tensile strength test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.